Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.¿ number 14 states, "postoperative bone fracture and pain." This report is number 4 of 4 MDR's filed for the same patient (reference 1825034-2014-02304, 008463 / 08465).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2001. Legal counsel for patient reports patient allegations of pain, discomfort, altered gait, loss of range of motion and tenderness. Subsequently, patient was revised on (B)(6) 2011. All components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient medical records revealed the left total hip arthroplasty occurred on (B)(6) 2000 and the (B)(6) 2001 surgery was a revision. Review of invoice history confirmed the initial hip arthroplasty on (B)(6) 2000. Additional information revealed the (B)(6) 2001 revision surgery was due to dislocation. The patient¿s operative report noted disruption of the gluteus medius off the trochanter. Further information received in patient medical records revealed the (B)(6) 2011 revision was due to pain and a cyst. The patient¿s operative report noted the cyst, bone loss, and scar tissue.